Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that during use the bd luer-lok¿ syringe sterile, single use, 10 ml, cannot be flushed, could not be pushed and could not be used. The following info was provided by the initial reporter: the patient was hospitalized in the department after gastric ca. At 8:30 a.m. On (B)(6) 2022, when the injection needle was closed for the patient, it was found that the flush could not be pushed and could not be used. The flush was replaced immediately, and the bad condition improved.